Manufacturer narrative:
The axium coil was not returned for evaluation; product analysis could not be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium prime framing coil was repositioned 2 to 3 times. It was soon realized that the coil had un intentionally detached. The user considered retrieving the coil but decided to push the coil into the aneurysm with the pushwire. There were no reports of patient injury in association with this event.